Event description:
It was reported that the customer's insulin gauge displayed an amount different from what was expected. There was no adverse impact to the customer's blood glucose level. Initially, the customer resolved the issue by loading a new cartridge. Later, customer service assisted the customer by guiding them through the process of filling and loading another new cartridge, and also helped deliver a bolus to update the insulin estimate accurately.